Event description:
Physician was attempting to deploy one endeavor resolute drug-eluting stent to the rca (cto lesion) but the device could not cross. Lesion had been pre-dilated. No patient complication was reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 10th and 11th proximal segments were raised and deformed. A number of other segments were slightly raised and misaligned. The distal tip was damaged. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: inherent risk of procedure ¿ (failure to deliver and stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ cto lesion. (B)(4).